Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Patient reported the meter has a black line on the display. No adverse event reported. Requested return of the alleged pump for evaluation.